Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® glass cpt molecular diagnostics tube that two of the tubes broke in our centrifuge. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were visually evaluated and no issues pertaining to defects with the tube glass was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date received by manufacturing: changed/corrected from 11/21/2107 to 11/21/2017.